Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopy plus osteotomy surgery after insertion into the tissue, the drilling tip of the retrograde drill broke off. All fragments were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. Visual inspection indicated that the distal cutter tip of the returned flipcutter® ii, 7.5 mm, had broken off. The distal end of the shaft showed that the slots had twisted and broken-off. Functional testing was not performed due to the damage to the broken cutter and slots. The method used to prepare the bone, as well as the bone quality encountered, were not recorded. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion.